Event description:
It was reported that the absolute was used and during preparation became stuck on the guide wire. When trying to remove the unit from the guide wire, force was used and the tip of he absolute separated outside of he patient's body. The guide wire was wipe down again and a new device was used without incident. There was no patient involvement. No additional information was available.